Event description:
General surgeons tried the stapler and felt that it was not an acceptable product. They removed stapler from field and requested a different product. Staples did not hold drapes did not hold drapes properly and were poor quality. Did not want to use on skin if it would not hold drapes. A 3rd dr mentioned he had had the same problem on an earlier case with the same type staples.